Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on unknown date. Customer stated that his blood glucose was 239 mg/dl and then it was 347 mg/dl. Customer delivered bolus of 10 units each and next day his blood glucose went beyond 500 mg/dl and customer went to emergency room. The insulin pump will not be returned for analysis.